Event description:
Device pacing therapy was administered to the patient. Allegedly, the device pacer would spontaneously shut off. The operator would restart the device pacer and continue the use. Patient outcome was not reported, but the reporter indicated patient outcome was not affected, due to continued device use.

Event description:
Device pacing therapy was administered to the patient. Allegedly, the device pacer would spontaneously shut off. The operator would restart the device pacer and continue the use. The patient was not resuscitated, but the reporter indicated patient outcome was not affected, due to continued device use.